Event description:
Per the clinic, the patient underwent a surgical procedure (date not reported) to remove an overgrowth of skin tissue around the abutment. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent a surgical procedure (date not reported) to remove an overgrowth of skin tissue around the abutment and had a kenalog injection. This report is filed (B)(4) 2012. Implanted device remains..

Manufacturer narrative:
(B)(4): implanted device remains.